Manufacturer narrative:
The batteries were returned to the manufacturer for analysis. No problem was found with the battery voltages. The voltages measured 13.05v, 13.06v, 13.08v, 13.05v, 13.04v, 12.96 and 13.04 v. One battery was slightly warped on one side but the voltage measured met spec. All voltages were as expected. The batteries were found to be fully functional with no problem found. As previously reported the issue was caused by the power cord and not the returned batteries.

Manufacturer narrative:
No patient information as no patient involvement. A medtronic field service representative went to the site and found that the mvs (mobile viewing station) intermittently will not boot due to a bad power cable. One of the pins is lose and sparking. Motion batteries are not holding a complete charge due to the bad power cable. The batteries have been drained to critical levels on multiple occasions. He replaced mvs power cable and 8 motion batteries. Performed a system check out, o-arm fully operational after part replacements. Analysis of damage power cord confirmed reported failure: confirmed problem as reported on red field return tag "biomed changed connector plug." Continuity testing verifies cord is functional. Visual inspection confirms mvs power cord has been modified from molded plug to universal hospital grade plug. Removed hospital grade plug and performed visual inspection of both ends of conductive wires, no signs of electrical overstress are present.

Event description:
A site biomed representative reported that the o-arm would not fully boot. He reported that when they try to boot the system, it sits for about 10 minutes without fully booting. After they turn it off and back on again it will boot. This did not occur with patient present.